Event description:
It was reported that a dissection occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous coronary angioplasty (ptca) was performed on the 90% stenosed target lesion located in the mildly calcified right coronary artery (rca). A 20 x 3.00 promus elite stent was deployed in the mid rca. After performing post dilatation with a 12 x 3.0 nc balloon, an edge dissection was noted in the proximal part of the stent. A 16 x 3.00 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable at the end of the procedure. It was further reported that the 90% stenosed lesion was prepared with a 12 x 2.50 non boston scientific (bsc) semi compliant balloon.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous coronary angioplasty (ptca) was performed on the 90% stenosed target lesion located in the mildly calcified right coronary artery (rca). A 20 x 3.00 promus elite stent was deployed in the mid rca. After performing post dilatation with a 12 x 3.0 nc balloon, an edge dissection was noted in the proximal part of the stent. A 16 x 3.00 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable at the end of the procedure.